Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 06dec2018. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit had issue of power on self test backup audible failed. The customer reported there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of this report: 25jun2019. Date received by manufacturer: 21jun2019. The fse (field service engineer) evaluated the ventilator and confirmed that it produced a "post backup audio failed" alarm. The fse replaced the pm pcba (power management printed circuit board assembly) and the problem was resolved. The ventilator successfully passed performance verification testing after the repair was completed. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.